Manufacturer narrative:
A device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all device history records are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation as it was discarded. One picture was provided by the customer. A visual evaluation of this picture was performed, and the reported issue was confirmed. A definitive root cause could not be determined at this time. As part of continuous improvements, a corrective and preventative action has been opened to formally investigation the issue and define the necessary actions to prevent the recurrence of the reported and confirmed issue. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer states they found an umbilical catheter that was misprinted with incorrect numbers. It looked like double printing.